Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, and incontinence. It was reported that the patient underwent a gynecological procedure on (B)(6) 1994 and a mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a pereyra paraurethral suspension with anterior colporrhaphy with mesh enhancement, survey cystoscopy and repair of rectocele/enterocele with mesh enhancement was implanted. It was reported that following insertion the patient experienced incontinence, pain, vaginal burning, persistent urinary tract infections, bad odor and infections. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an mesh product was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.